Event description:
It was reported that at the time of the last pump replacement the patient ¿ended up¿ staying in the hospital ¿nine days extra¿ due to fever and possible infection. It was stated that had cleared by the time the initial report was made. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n227940, implanted: (B)(6) 2009, product type accessory; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).